Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 . Reference MFR report: 1627487-2017-04876. It is unknown which lead was replaced; therefore we are reporting all possible leads. It was reported one of the patient¿s leads were fractured. The physician replaced the one lead with a new one. The patient is now receiving effective stimulation.